Event description:
It was reported that fluoroscopy revealed externalized conductors. No electrical anomalies were noted. Lead was capped and replaced during device change out for normal eri. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.